Manufacturer narrative:
The reservoir tube lip completely broken off and test reservoir will not lock/click in place. Pump had cracked battery tube threads, missing reservoir tube o-ring, cracked case at reservoir tube window corners, cracked reservoir tube window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.